Event description:
A malfunction alarm was reported with a specific code. There was no adverse impact to the customer's blood glucose level. The customer was assisted with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.